Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure the error c-34 occurred repeatedly when the surgeon activated monopolar coagulation. The customer rebooted the erbe generator and tried the other monopolar energy port, but the issue persisted. The intuitive tech support engineer explained that the third-party force triad generator would be compatible. The issue was escalated to intuitive field service. The procedure was completed as planned, with no reports of patient injury. Intuitive received the following additional information via follow up: the erbe generator also presented faults when initially powered on for the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the erbe, but failure analysis has not yet been completed.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was tested on a surgeon side console and c-34 error appeared after powering on the iesu. The error appeared in every power cycle. Visual inspection confirmed no physical damage to the iesu.

Event description:
Refer to h11 for follow-up information.